Event description:
Revision surgery - patella resurfacing with poly swap, unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01530;342-10-710, s814 stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.